Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the surgeon was unable to insert the lead into the extension connector (could not align electrode #0 to the corresponding contact in the connector). It was noted that the extension had high impedance greater than 10,000 ohms. It was reported that the hospitalization, replacement and surgical intervention was required due to the event. It was reported that the patient was scheduled for a revision of the extension and has to be replaced. The date of the explant of the extension was reported as (B)(6) 2013. It was noted that diagnostic testing including x-rays and impedance testing was performed. The patient¿s status was noted as alive at the time of the report.

Manufacturer narrative:
Product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension. (B)(4).

Manufacturer narrative:
Analysis of the extension determined that the distal end connector was twisted in the molded rubber. It was noted that the # 3 connector was twisted in the molded rubber. It was further noted that # 3 connector block was rotated 90 degrees in the tightening direction. It was further noted that foreign material was found in #0 and #3 setscrews and there was a suspected punch out silicone form the boot.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.